Event description:
The pocc reports a back to back comparison of 34 mg/dl on the inform meter vs. 216 mg/dl on the lab equipment. The pt was given d50 based upon the suspect results. Controls were in range. Return requested and replacement was sent.